Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution administration set detached from the connector which caused a chemo (chemotherapy drug) spill during a patient infusion. The set was being used to deliver an unspecified volume of paclitaxel to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received contaminated with chemotherapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event could not be objectively refuted due to the sample being contaminated with chemotherapy and no further testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.